Manufacturer narrative:
Result: representative samples of the returned product were tested for knot pull tensile strength and in-vitro breaking strength retention. The results obtained meet requirements. Conclusion: no failure detected and the product meets tensile strength requirements. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: uk8bpkm0, mfg: 09/01/2005, exp: 12/31/2010. Lot: zd8cdqm0, mfg: 04/01/2007, exp: 06/30/2012.

Event description:
International customer reports that a patient presented with a wound dehiscence of the fascia with evisceration one day following abdominal hysterectomy. The patient was returned to surgery for repair. The surgeon reports that the suture was broken in the middle and the knots were intact.